Manufacturer narrative:
Batch review performed on 03 january 2023: lot: 2002615: (B)(4) items manufactured and released on 31-july-2020. Expiration date: 2025-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Other device involved: batch review performed on 03 january 2023: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot: 2010633: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had instability on both sides of the hip. Once under anesthesia surgeon stressed the joint under fluoro and determined that both hips needed lengthening. The same day of primary the surgeon revised the head on both sides of the hip and the surgery was completed successfully.